Manufacturer narrative:
This supplemental report is being submitted to make a correction on the procode from FDA to fed.

Manufacturer narrative:
The reference device will not be returned to olympus for evaluation as the st-sb1 tubing was discarded after the procedure. The cause of the reported event could not be determined at this time; however, the instruction manual warns users ¿if an irregularity is observed, immediately stop the operation. If continuing the operation with an irregularity, patient injury, bleeding, and/or perforation can result, and the single use splinting tube may become impossible to withdraw from the patient. If the balloon does not deflate even if the balloon control unit (obcu) is operated or if any resistance is felt when inserting or withdrawing the single use splinting tube after balloon deflation, immediately turn the balloon control unit (obcu) off and stop the operation.¿

Event description:
Olympus was informed that during a small bowel enteroscopy procedure, the doctor observed a high pressure warning on the balloon pump. It was noted that the balloon was still slightly inflated when it was withdrawn from the patient, even though the gauge displayed a negative balloon pressure. The procedure was aborted as the surgeon did not want to subject the patient to a second insertion. There was no surgical or medical intervention required. There was no patient injury reported. The user facility reported the device was inspected and tested prior to use with no anomalies.